Manufacturer narrative:
(B)(4). Reference exemption number e2017029. This is same distractor and patient captured on MDR 9610905-2018-00015

Event description:
It was reported that the distractor body slipped out of the detachable plate.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
During device removal it was confirmed the body of the distractor did not detach from the plate as previously reported. Device was removed as part of the planned course of treatment.